Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair using the pinnacle pfr kit, the suture bullet attached to the end of one of the pinnacle mesh legs detached when the physician was "throwing" the suture lead through the tissue to draw the mesh leg through it. The physician was able to pull the mesh leg through the tissue using another capio suturing device. The physician feels the bullet may have hit the pt's hard tissue or bone; when he tried to pull it out, the bullet detached and became lodged in this tissue. The physician decided not to retrieve the bullet because he feels the bullet will not impact the pt, and removing it would. The procedure was completed with another of the same device, and the physician reported that the pt suffered no consequences and is "fine ."

Manufacturer narrative:
The complainant indicated that the device remains implanted; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.